Manufacturer narrative:
(B)(4). Device code (B)(4) (failure to follow steps/instructions) - it should be noted that the starclose se instructions for use (IFU) states: do not deploy the clip in areas of calcified plaque. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The three proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using three proglide devices with a 6f sheath after a right superficial femoral artery angioplasty procedure. Reportedly, a cuff miss occurred with all three proglide devices. A starclose se clip was deployed; however, there was oozing and a small hematoma at the access site. A femostop was used to treat the hematoma and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.